Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer was priming his insulin pump and insulin squirted out. The customer's blood glucose was 218 mg/dl. Troubleshooting found the drive support cap appeared to normal. The customer also stated the motor did not slow down and numbers did not ramp up on the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.